Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, a pericardial effusion was observed and intervention was required. The case was already completed with cryo. No further patient complications have been reported as a result of this event.